Event description:
It was reported that a cartridge in the pump had difficulty moving along the guide tracks due to a dent in the cartridge area. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.